Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25mm navitor valve was successfully implanted using a flexnav delivery system during a transcatheter aortic valve implantation. There was calcification from the annulus to the left ventricular outflow tract, but the distribution was between the noncoronary cusp (ncc) and left coronary cusp (lcc). The final implant depth of the valve was 5mm for the ncc and 3mm for the lcc. Three to five minutes after the valve was implanted, an atrioventricular (av) block occurred. The patient returned to the medical ward, and a temporary pacemaker was implanted to treat the heart block. The physician stated that the heart block may have been due to the patient's short distance of membranous septum. Other relevant information: valsalva diameter: 29.7mm; valsalva sinus height: 18.6mm; valve mouth area: 371.0cm^2; ring diameter outer circumference: 70.4mm; ascending aorta diameter: 31.9mm.

Manufacturer narrative:
An event of atrioventricular block upon implant of valve was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. H6 medical device problem code: code 4001 removed.